Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (b)(6) 2026. On 06/26/2026, it was reported that the patient woke up with her CGM stating her sensor had failed. The patient did not have any sensors left; therefore, the patient was no longer in an active sensor session. Approximately, 1-3 hours later, the patient felt unwell and vomited. The patient was taken to the ER for evaluation. At the ER, the patient¿s BG meter reading was too high to register on the glucometer (over 400 mg/dl). The patient was diagnosed with DKA and treated with insulin injections. The patient was discharged home after 3 weeks on (b)(6) 2026. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4)H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of Diabetic Ketoacidosis.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.